Manufacturer narrative:
Per the user facility's perfusionist, the patient was cross clamped and he was perfusing at 4.3 liters/minute (l/min) prior to experiencing no forward flow. During troubleshooting the perfusionist attempted to hand crank the pump and was unable to initiate forward flow. A stand alone disposable pump was set up but they were still unable to get forward flow even after changing out to a second disposable pump. The surgeon then removed and repositioned the aortic cross clap and the perfusionist was then able to initiate forward flow. The patients nonin cerebral saturation remained normal during this process and the mean arterial pressure dipped into the 40's. There was no low-level alarm nor retrograde flow alarm activated since he had sufficient volume in his venous reservoir as well as rpms from his centrifugal pump for forward flow. He feels the obstruction was caused at the field from the cross-clamp impeding or clamping the aortic cannula. Per data log analysis on (B)(6) 2018: 06:10:30 a perfusion screen is opened, 06:19:13 arterial centrifugal is started and run up to 1722 rpm, 06:35:54 arterial speed increased to 1752 rpm, 08:56:09 art air turned on, 08:56:21 level detection turned on (alert only), 10:18:02 arterial speed increased to 1812 rpm, 10:18:39 level detection turned off, 10:25:05 arterial speed set to 1668 rpm, 10:26:39 arterial speed set to 1872 rpm, 10:26:47 level detection turned on, 10:27:17 arterial speed set to 2226 rpm, 10:30:24 arterial speed set to 2310 rpm, 10:33:13 arterial speed set to 2340 rpm, 10:34:13 arterial speed set to 2280 rpm low level alert (indicate only response), 10:34:21 arterial speed set to 2118 rpm low level alert clears, 10:34:28 level detection turned off, 10:35:36 level detection turned on, 10:36:36 arterial speed set to 2196 rpm, 10:37:47 low level alert (indicate only response), 10:37:58 level detection turned off, 10:38:36 arterial speed set to 2130 rpm, 10:39:09 arterial speed set to 2304 rpm, 10:39:13 level detection turned on, 10:40:24 arterial speed set to 2514 rpm, 10:41:43 arterial speed set to 2628 rpm, 10:50:21 arterial speed set to 2748 rpm, 11:24:39 low level alert (indicate only response), 11:24:43 level detection turned off, 11:33:36 level detection turned on, 11:36:47 arterial speed reduced to 660 rpm backflow alarm occurs and clears, 11:37:21 arterial speed increased to 3348 and back down to 1338 rpm, 11:37:47 backflow alarm occurs and clears, 11:39:24 backflow alarm occurs and clears, 11:43:06 arterial pump is stopped, 11:43:17 arterial pump started and speed set to 2982 rpm, 11:46:21 arterial speed set to 2976 rpm, 11:46:54 backflow alarm occurs and clears, 11:47:02 backflow alarm occurs and clears, 11:48:28 backflow alarm occurs and clears, 11:48:39 backflow alarm occurs and clears 4 seconds later, 11:50:17 arterial pump is stopped, 11:50:24 arterial pump is started, run to 1458 rpm and stopped, 12:08:43 low level alert (indicate only response), 12:08:47 backflow alarm occurs and clears 37 seconds later, 12:08:54 low level alert clears, 12:23:36 arterial pump is started, run to 426 rpm and stopped, 12:24:54 level detection turned off, 12:42:51 arterial started and run to 2888 rpm, 12:56:28 arterial is stopped and started, 13:01:13 backflow alarm occurs and clears 4 seconds later, 13:15:47 air detected alarm occurs, 13:15:54 air detection is turned off, 13:31:14 perfusion screen is exited. There is no indication of equipment problems.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the centrifugal pump had no forward flow while running at 3000 revolutions per minute (rpms). There was approximately 400 cubic centimeters (cc) of blood loss. The surgeon removed and repositioned the aortic cross-clamp and forward flow was resumed. The surgical procedure was completed successfully with a ten minute delay.

Manufacturer narrative:
The fsr could not verify the reported complaint. The unit operated to manufacturer's specifications.

Event description:
Per clinical review: on (B)(6) 2018 the heart lung machine (hlm) and disposable system primed without concern on that day. The perfusionist initiated cardiopulmonary bypass (cpb) without issue, the patients perfusion flow was approximately 4.3 liters per minute (l/min) and a revolutions per minute (rpm) of approximately 3000. Shortly after commencing cpb, the cross clamp was applied to the patients aorta. The surgeon had to reposition the cross clamp a few times. Suddenly, the forward flow of arterial blood decreased to 0 l/min with the corresponding speed at 3000 rpms. The perfusionist proceeded to troubleshoot the centrifugal pump disposable and hardware. He stated that the line pressure felt good (that the pressure generation from the centrifugal pump was appropriate), and that the motor looked and felt as if it was turning appropriately at the 3000 rpms. He additionally asked the surgeon to check the cannulas and clamps on the field to troubleshoot the distal flow concern. He opted to first hand crank the system and was unable to generate a flow at the approximate rpms of 3000. He next chose to retrieve a stand-alone centrifugal pump, and same result was able to generate rpms without a forward flow. He next attempted another stand-alone pump, again the same result, generation of rpms and visual confirmation of the motor turning appropriately, but no forward flow. The perfusion team next gathered a second hlm, same result. From that point, he opted to directly exchange the centrifugal disposable. He had no problem generating flow with the disposable and drive motor to prime it through a circuit recirculation line and this was relayed to the surgical team. In the interim, post the exchange of the disposable, the surgeon again repositioned the aortic cross clamp, and the perfusionist was able to flow appropriately with the second hlm at the cardiac output needed for the patient. It is noted that this entire process (delay) was approximately 10 minutes. The patient's cerebral saturation monitor remained normal during this period and that anesthesia was able to maintain the patients arterial blood pressure in the 40 mmhg range. After numerous conversations with the perfusionist, he stated that he feels the obstruction was caused at the field from the cross-clamp impeding forward flow or that the cross clamp was placed directly over the aortic cannula. It is noted that post cpb there was tubing clamp memory across the aortic cannula which is an indication of a clamp crossing the body of the cannula. The field service representative (fsr) was able to retrieve the log data from the system, along with doing a system check of the hlm. The system was working to specifications. The log data did not indicate a hlm issue. The perfusion team does not use a pressure module attached to the hlm, they use a stand-alone medtronic monitor, therefore the pressure was not captured in the log data. The patient had no residual deficit. This incident did not cause harm and there was blood loss associated with the event, but that is captured with the disposable complaint.

Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.